Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was experiencing a network connection problem. A technical support specialist (tss) confirmed that the users were unable to login to the system, also the services were unable to run. The tss suspected a database (db) corruption, then dropped a db and performed full sync. Then confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, an attempt to log in triggered an alert stating: 'error: a fatal error has occurred on the underlying data source'. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.